Event description:
It was reported that pt was admitted in 2005 due to complaints of "not eating well for two years" and nausea/vomiting for 19 months. Family consented to cvvhd (continuous dialysis) in 2005. Existing 3-lumen catheter was to be exchanged for a hemodialysis catheter. During guidewire exchange of catheters, pt had respiratory and cardiac arrest and expired. Two months later, medical examiner provided verbal post report there was a perforation of right ventricle with blood in pericardium.